Event description:
It was reported the patient (canada) was unable to establish communication with the ipg. Attempts by local nursing staff to communicate using either the programmer or charging system were also unsuccessful. The patient reportedly had forgotten to recharge the ipg for a considerable amount of time. Surgical intervention was undertaken to explant and replace the device with a non-rechargeable model. Effective therapy was recaptured for the patient following the procedure. The explanted ipg was retained by the medical facility.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.